Event description:
Note: this manufacturer report describes one of three devices that were used during the same procedure. Refer to manufacturer report 3005099803-2008-00543 for a description of the event. Refer to manufacturer reports 3005099803-2008-00543 and 3005099803-2008-00544 for descriptions of the other devices.

Manufacturer narrative:
The suspect device was discarded; therefore, a device evaluation is not available, and the cause of the reported malfunction cannot be determined. A search of the complaint database revealed no add'l complaints for this lot. The april 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.